Event description:
It was reported that a spectrum pump 7, 8, 9 keys were not working. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported defective keypad keys 7,8 and 9 was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a defective keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.